Manufacturer narrative:
(B)(4).

Event description:
According to the reporter. During a lap chole, a blue speck noticed on end of clip applier and when pulled out of trocar no speck was found. Unable to see speck in abdomen. Trocar flushed with saline and no speck found. Unable to confirm whether or not speck was left in patient or not. There was no tissue loss, damage, extension of incision, blood loss, or extension of or time. The speck fell into the patient. It is not clear whether or not the speck was ever removed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were no visual or functional abnormalities noted during pmv testing. The obturators were inserted and removed from the trocar with no binding or difficulty. The shields retracted and the spades cleanly penetrated the test media, allowing the cannulas to pass through smoothly. In addition, the instruments passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.